Event description:
It was reported that the patient had an infection at the ipg site that turned septic. Symptoms of infection were fever, extreme fatigue and oozing from the ipg site. The patient went to the emergency room wherein an emergency surgery was done, the device was explanted, and patient was prescribed antibiotics. All device components were removed and were not returned. No device malfunction was suspected. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred 3 weeks after the device was implanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(4). Batch: 7074947.